Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro . While harvesting vein, it was noticed that the metal wire came apart from the jaws. A new device was opened and the case was completed. There was no harm to the patient.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed at the base of the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw tip was observed to be peeled off, exposing the metal portion of the cold jaw tip. The detached silicone was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed as well as for the analyzed failure "peeled jaw". A lot history record review was completed for only lot 25144599, shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. While harvesting vein, it was noticed that the metal wire came apart from the jaws. A new device was opened and the case was completed. There was no harm to the patient.